Event description:
The following has been reported: nurse reported: during the process of priming albumin, it was noted that the medication was leaking from the cassette. Nursing needed to obtain new tubing. Patient harm: no. Stopped active infusion: no. Incident type: leak. Drug used during infusion: albumin. Action taken to resolve issue: replace tubing. Sample available: yes. A preliminary review identified the following issue: administration set leak (external part). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Under microscope, a crack was observed at the secondary port located at the superior section. An underwater leak test was performed to verify the liquid and air side areas of cassette, bubbles were observed coming from unit due to the mentioned defect. The customer complaint is confirmed. The root cause is related to a leak caused by over insertion of the secondary port during manufacturing, which resulted in a crack. A replacement of non-adjustable torque wrenches was performed to mitigate this issue. An internal investigation was opened to address this issue. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, and 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.